Event description:
It was reported that the customer used two intra-aortic balloons (iab) and stated they seemed longer than usual. They questioned whether the iabs were longer or if the radio-opaque tips had moved. There was no patient harm or adverse event reported. This report is for the 1st iab used. A separate report will be submitted for the 2nd iab.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
It was reported that the customer used two intra-aortic balloons (iab) and stated they seemed longer than usual. They questioned whether the iabs were longer or if the radio-opaque tips had moved. There was no patient harm or adverse event reported. This report is for the 1st iab used. A separate report for the 2nd iab was submitted under mfg report number 2248146-2023-00599.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. Three gfe attempts were made to obtain this information without success. Complaint record ID # (B)(4).